Event description:
It was reported that an animal underwent an unknown surgery on (B)(6), 2021 and suture was used. During the procedure, the needle broke near the end where the suture is attached. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(6) 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.